Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip would not clip securely while being worn. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 260 mg/dl. The customer loaded new supplies and resumed insulin delivery.